Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional reports that following implantation of a c-flex 570c iol the patient had a refractive error. The same healthcare professional has reported a further five cases of refractive errors following implantation of lenses from this batch. The refractive errors are reported to range between -3.75d to -5.0d. The c-flex 570c iol was explanted on an unknown date post-operatively. An explanted c-flex 570c iol was returned to rayner without identifying packaging on (B)(6) 2018. Testing was carried out by rayner on (B)(6) 2018 and was found to be between +23.5d and +24.0d and not +19.0d as labelled. Rayner has become aware of reports of post-operative refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch (B)(4). Rayner maintains extremely high levels of product quality; however, there is a possibility lenses from the c-flex 570c +19.0d iol batch (B)(4) are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited has initiated a voluntary recall of this batch (ref. Recall (B)(4)). The recall was initiated on (B)(6) 2018.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that post-operatively the patient had a refractive error.